Manufacturer narrative:
(B)(4). The cause was a damaged heater plate, which was replaced to address the condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A trend review will be performed. The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid was overheated during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The event history log was reviewed and the problem could not be confirmed though the logs. Visual inspection revealed a damaged warming plate confirming the reported condition. The technician tested the three pins in a j4 connector to measure the necessary ohms. The issue was described as damaged resistance causing the temperature does not stabilized. The warming plate was replaced. Should additional relevant information become available, a supplemental report will be submitted.